Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +18.0d) was implanted in the left eye on (B)(6) 2022 and never received subsequent lock-in treatments. The lal was explanted due to lens observations consistent with zone formation approximately 24 months following the implantation surgery, and a new lal implanted.